Event description:
The report from the field indicated that during a coronary stenting procedure the physician succesfully deployed a cypher 3.0 x 33 mm stent. The target lesion was a tortuous and calcified right coronary artery (rca) lesion. He then attempted to deploy another cypher stent, 3.0 x 18 mm stent, distally and was unable to pass this stent through the previously implanted stent. He then attempted to withdraw the stent. The stent got caught on the medtronic launcher jr4 guiding catheter and dislodged. The stent was not able to be retrieved and was deployed inside the previously implanted stent. He then was able to treat the distal lesion with another cypher 3.0 x 18 mm stent successfully. There was no patient injury. No additional information is available.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.